Event description:
The 66f had diagnostic heart cath on (B)(6) 2014, discharged home on (B)(6) 2014. When patient was ambulating at home, the closure device failed. Patient had bleeding at arterial puncture site and went to hospital ed. Bp at deployment was 140/67. Reason for use: bleeding at cath insertion site.